Event description:
During an acl repair, while tightening the screw the head broke free. The broken pieces were removed from the patient. After a thirty minute delay, surgery was successfully completed.